Event description:
It was reported that the patient with this implantable cardioverter defibrillator received six inappropriate shocks and inappropriate anti-tachycardia pacing throughout different events due to what appears to be supraventricular tachycardia. It was also noted that the therapy for one of the events was exhausted. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator received six inappropriate shocks and inappropriate anti-tachycardia pacing throughout different events due to what appears to be supraventricular tachycardia. It was also noted that the therapy for one of the events was exhausted. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) due to a supraventricular tachycardia (svt). Technical services (ts) provided a review of the report, recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported. Additional information was received, the patient with this ICD received inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to supraventricular tachycardia (svt). Ts provided a review of the episode. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator received six inappropriate shocks and inappropriate anti-tachycardia pacing throughout different events due to what appears to be supraventricular tachycardia. It was also noted that the therapy for one of the events was exhausted. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) due to a supraventricular tachycardia (svt). Technical services (ts) provided a review of the report, recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator received six inappropriate shocks and inappropriate anti-tachycardia pacing throughout different events due to what appears to be supraventricular tachycardia. It was also noted that the therapy for one of the events was exhausted. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) due to a supraventricular tachycardia (svt). Technical services (ts) provided a review of the report, recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported. Additional information was received, the patient with this ICD received inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to supraventricular tachycardia (svt). Ts provided a review of the episode. This ICD remains in service. No adverse patient effects were reported. Additional information was received, this patient received additional inappropriate anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Technical services (ts) provided a review of the stored episodes and discussed possible reprogramming options. This ICD remains in service. No adverse patient effects were reported.